Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer states when the infusion bag was changed, leakage occurred. A 1mm crack was found on the white tube 1 cm above the titanium joint connecting to the peritoneal cavity.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.